Manufacturer narrative:
Visual, dimensional and functional inspections was performed on the returned device and the reported difficulties were unable to be confirmed as there was no visible twist on the balloon and the balloon was able to inflate and deflate without any issues noted. It was noted during the returned device functional testing that the balloon deflated flat. A flat balloon is not uncommon (especially when deflated outside of the body) and it is unknown if the balloon deflated in the same manner during use. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. It was reported that the armada 18 balloon catheter was not prepped (air aspirated) outside the anatomy prior to use. It should be noted that the armada 18, ce, instructions for use (IFU) states to prepare the device prior to use, including pulling negative pressure for 30 seconds. In this case, the reported IFU deviation incorrect prep did not cause or contributed to the reported difficulties. Factors that may contribute to difficulty inflating the device may include, but are not limited to, damage to the device, contamination in the inflation lumen, patient anatomical morphology, patient disease state, inflation technique, inadequate/loose connection to the inflation device, and/or accessory device support. The investigation was unable to determine a conclusive cause for the reported inflation /deflation issues and twisted balloon. Based on the reported information, it is possible that during advancement through the anatomy, the balloon inadvertently became twisted likely restricting contrast flow and causing the reported inflation and deflation difficulties; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 6.0x200mm armada 18 balloon catheter was not prepped (air aspirated) outside the anatomy prior to use. A 50:50 contrast mix was used and the balloon catheter was advanced. The balloon catheter was inflated once; however, the inflation was incomplete and the balloon appeared twisted. Additionally, it took longer than normal to deflate the balloon. The procedure was successfully completed with an unspecified balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.